Manufacturer narrative:
Continued from b7: history of transfusion (11/2023), hyperlipemia, ht, hypothyroid, infectious viral hepatitis, sleep apnea, and stented coronary artery. The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, following a transfemoral aortic valve replacement procedure, the 26mm sapien 3 ultra valve was stated to be stenosed, approximately 3 years and 5 months post-implant, and was treated with a successful valve-in-valve procedure. According to medical records, the patient presented with severe symptomatic prosthetic valve stenosis with shortness of breath and chest pain. Transthoracic echocardiogram revealed aortic valve mean gradient 46 mmhg and aortic valve area of 0.45 cm2. The bioprosthetic aortic valve is sclerotic with reduced excursion, severe stenosis, no paravalvular or transvalvular regurgitation. Per medical opinion, the patient ''has early valve degeneration. Likely multifactorial and related to under-expansion and alpha gal allergy (with currently negative antibodies now)''.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Current risk mitigations including design and manufacturing controls, IFU warnings and cautions, and physician training on post procedure outcomes have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. In this case, structural valve degeneration/deterioration, leading to dyspnea and valve replacement was confirmed, based on the medical report. The available information suggests patient factors (vast comorbidities, e.g. Diabetes type 2, dyslipidemia, hyperlipemia, and hypothyroid) likely caused or contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.